Manufacturer narrative:
(B)(4). Correction: device was returned. Evaluation summary: visual inspections were performed on the returned device. The reported cuff miss was confirmed as a suture retrieval issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant additional information. The other two proglide devices are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in both calcified common femoral arteries was attempted with two proglide devices using the pre-close technique via a 7f sheath prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, at the calcified right common femoral artery, cuff misses were noted on two proglide devices. The sutures of two new proglide devices were successfully pre-placed. Reportedly, at the calcified left common femoral artery, a cuff miss was noted on one proglide device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the evar procedure was completed. Hemostasis was achieved with the successfully pre-placed proglide sutures at both common femoral arteries. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.